Manufacturer narrative:
Analysis of the ins, model 3023, serial no. (B)(4), found no anomalies. The returned device passed all functional testing in the laboratory. No anomalies were identified. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the distal end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the distal end of the returned extension and good stable output was observed on all electrode pairs. Analysis of the extension, model 7489-10, serial no. (B)(4), found no anomaly. The returned device passed all functional testing in the laboratory. No anomalies were identified. The ins output was tested at the distal end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the distal end of the returned extension and good stable output was observed on all electrode pairs. Analysis of the lead, model 309328, lot no. Unknown, found lead body conductor broken at or near tines. Analysis identified that the #2 conductor was broken in the body of the lead at or near the tines; 4.1 cm from the distal end of the lead. And no electrical shorts were identified between the circuits. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: product ID: 7489-10, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: extension; product ID: 309328, lot# 0203263792, implanted: (B)(6) 2010, explanted: (B)(4) 2017, product type: lead. Correction: PMA updated: analysis of the ins, model 3023, serial no. (B)(4), found no anomalies. The returned device passed all functional testing in the laboratory. No anomalies were identified. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the distal end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the distal end of the returned extension and good stable output was observed on all electrode pairs. Analysis of the extension, model 7489-10, serial no. (B)(4) , found no anomaly. The returned device passed all functional testing in the laboratory. No anomalies were identified. The ins output was tested at the distal end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the distal end of the returned extension and good stable output was observed on all electrode pairs. Analysis of the lead, model 309328, lot no. Unknown, found lead body conductor broken at or near tines. Analysis identified that the #2 conductor was broken in the body of the lead at or near the tines; 4.1 cm from the distal end of the lead. And no electrical shorts were identified between the circuits. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 309328, lot# 0203263792, implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type lead.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the patient was brought into the theatre to have the implantable neurostimulator (ins) repositioned due to recent weight loss causing it to become very superficial and causing pain. There was a report of lack of efficacy and interrogation of the device revealed high, out of range, impedances on electrodes 2 and 3 at 0.5 volts. It was tested again at 1.0 volts with the same results. On the table, testing of the lead produced unilateral anal bellowing and strong great toe dorsiflexion on electrode 1 only. They were unable to produce and motor response with other electrodes. The decision was made by the surgeon to replace the lead and ins due to the age of the ins. Factors that may have led or contributed to the issue remain unknown. The cause of the high impedances remains unknown. Troubleshooting of impedance testing was done on (B)(6) 2017. On table testing of the lead was performed directly. Actions taken to resolve the issue was the lead and ins was replaced. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.